Event description:
It was reported that the patient was presented in the emergency room, and the pulse generator exhibited intermittent loss of sensing. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.